Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain,"), rash ("excessive rashes"), alopecia ("excessive hair loss,"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, back pain, rash, alopecia, tooth disorder and fatigue had not resolved. The reporter considered alopecia, back pain, fatigue, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain,"), rash ("excessive rashes"), alopecia ("excessive hair loss,"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, back pain, rash, alopecia, tooth disorder and fatigue had not resolved. The reporter considered alopecia, back pain, fatigue, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.